Event description:
It was reported that the patient presented to the emergency room after experiencing inappropriate shocks. Upon review, it was noted that the right ventricular (rv) lead exhibited episodes of over-sensed noise. The noise was not reproduced. The lead was first reprogrammed and on (B)(6) 2024 the lead was capped and replaced. The patient was in stable condition.